Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated, "mid 2020 felt a lot of headaches, fatigue, and joint pain. In 2021 patient felt worsening palpitations. Heart rate was in the 40's. Not like the patient. In the morning patient felt choking. Patient felt something on face and would take it off. Patient acknowledged the recall on (B)(6) 2021. Stopped using device". There is no allegation of serious or permanent harm or injury. Patient stated "went to dr and noticed inflammatory markers. Positive for those markers, but no family history of inflammatory markings". No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.